Event description:
The pt contacted lifescan alleging that their one touch profile meter did not power on. They had not tested with the meter for approximately 2 two weeks and stated that they had not had time to contact lifescan for assistance in troubleshooting the meter. They went to the hosp to obtain blood and urine tests. They did not have symptoms of high or low blood glucose level at the time of concern. They received no treatment during the hosp visits other than to have the tests. There is not indication that they experienced injury or medical intervention due to the product. The customer care rep (ccr) confirmed that the batteries was less than one year old were correctly installed. The meter, control solution, and lancing device were replaced.